Manufacturer narrative:
It was reported that the device alarmed for turbine module failure and turbine module stand still detected. Both errors indicates that the turbine module has stopped and o2 is delivered instead. The evaluation of the provided logs confirms the reported issue. There is no further information provided of how the issue was resolved. The recommendation is to replace the turbine module. As no parts has been returned for investigation, therefore the root cause for the reported problem could not be determined.

Event description:
Manufacturer's ref: # (B)(4).

Event description:
It was reported that the ventilator generated a technical alarm indicating a turbine module failure. There was no patient harm. Manufacturer's ref. Ref. #:(B)(4).